Event description:
Information was received from (B)(6) that the hospital reported multiple e-faults (electrical faults) on an in-house patient. The perfusionist mentioned that the e-fault is reproducible by manipulating the driveline connector. The manufacturer's field representative was at the site on (B)(4) 2015 to inspect the system. "External inspection showed a clean driveline - nothing out of the order." With manipulation of the driveline connector the e-fault was not reproducible; but the driveline connector was not easy to be manipulated. By pulling and pushing on the connector it felt like the connector was sticking inside. A driveline cleaning procedure was performed per manufacturing procedure in order to remove contamination from the driveline connector. Internal inspection showed a dried white/greenish substance in the driveline connector as well as the controller connector. Two cleaning cycles were necessary with a pump off time of 1:10-1:20 min. The physician closely monitored the patient. The patient tolerated the procedure "very good" and "showed a good ejection." The controller was removed from service due to the contamination and was replaced with the back-up controller. There was no effect on the patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The hvad pump (hw22299) driveline cable was not returned for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the device met all requirements for release. Inspection of the driveline connector revealed contamination; a driveline connector cleaning was performed in order to mitigate and remediate the conditions reported under the event. The patient has not experienced any similar events following the driveline connector cleaning procedure. The reported event was confirmed via review of the controller log files, which revealed an "electrical fault" alarm as well as a "high watt" alarm on the date of the reported event. The review of the controller log files shows that the nature of the electrical fault alarm, the high watt alarm and the proximity of the implant date were indications of contamination of the driveline connector. The manufacturer has opened an internal investigation to evaluate these types of issues. There are no known clinical factors that could have contributed to this event. The most likely root cause of the electrical fault is contamination of the driveline connector. Electrical fault due to contamination is a known issue being investigated by the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Also per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. This is one of two reports (3007042319-2015-00546 and 3007042319-2015-00547) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-00546 and 3007042319-2015-00547) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # of 117. The pump/driveline remains implanted.